Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a conclusive cause for the reported unintended movement of clip open during efaa and difficult to open or close (clip jumping). There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a patient presented with grade 4 degenerative mitral regurgitation (mr), posterior leaflet prolapse and small flail for a mitraclip procedure. During the procedure, a mitraclip was placed laterally on the anterior-2/posterior-2 (a2/p2) leaflets over the prolapse and the flail. While completing the established final arm angle (efaa) tests it was identified that the clip jumped opened to approximately 40-50 degrees. Troubleshooting was preformed by completing the efaa sequence again and the clip remained closed. The clip was implanted successfully. An additional mitraclip xt was then implanted successfully medially and the procedure was discontinued. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.